Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the grasping section broke off. The burnt tissue was present on the grasping section. The manufacturing history was reviewed, with no irregularities noted. This type of the grasping section damage is most likely related to the operator's technique. The fracture of the grasping section is likely to be caused by an excessive force applied on the grasping section by the user who attempted to wipe off the burnt and sticking tissue. The instruction manual of the subject device states the corresponding method when there is an abnormality.

Event description:
During a thyroidectomy, the subject device was used. When the nurse wiped the tip of the device for cleaning with a gauze patch outside the patient, the jaw of it broke off. The procedure was completed with a high frequency cautery device. There was no patient injury reported.